Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the audio was not working. The patient's blood glucose at the time of incident was unknown. Troubleshooting confirmed that the audio functioned properly. However, a hardware low level alarm and battery failure alarm occurred during the self-test. The alarms were cleared and no further troubleshooting occurred. The insulin pump was not returned for analysis.